Event description:
The customer reported an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving synchron lxi 725 system. Subsequent testing of the patient sample produced lower results within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed a major preventive maintenance (pm). The fse performed a routine system check and precision test, both passed within system specifications. The fse returned on (B)(4) 2012, and replaced the substrate pump. The fse observed bubbles in the pump after the unit remained at idle. The fse performed a decontamination procedure and verified the system's performance. The unit conformed to the manufacturer's published performance specifications. The customer used lithium heparin samples centrifuged at 2,600 rpm (revolutions per minute) for ten minutes and did not note any issues with sample quality. Quality control (qc) was performed a few hours prior to the event and was within range. The customer performed a system check, and it failed due to a high washed coefficient of variation (cv). This medwatch report is related to MDR 2122870-2012-00515.